Event description:
The customer alleged that he performed a control test using his contour ts system and received a result of "hi." The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer disposed off the test strips, so no product will be returned.